Event description:
It was reported that a pt connected to a limb-o breathing circuit experienced a drop in oxygen saturation shortly after induction of anesthesia. The connection to the oxygen source was via a limb-o circuit (anesthesia circuit) containing an in-lin moisture filter (hme filter). Upon inspection, the 5701 hme filter within the anesthesia circuit was found to be occluded by a piece of plastic membrane. Dr. (B)(6) (anesthesiologist) identified the problem and applied emergency oxygen and a new breathing circuit. The pt's vital signs returned to the normal range. Dr. (B)(6) confirmed that there was no lasting harm to the pt.

Manufacturer narrative:
The packaging was discarded for this unit and the lot # could not be specifically determined. User submitted a medwatch report form 3500a but did not include the uf#. The hme filter was shown to a ge healthcare sales specialist and photographs were taken. The filter remained with the site. The photographs were evaluated by ge healthcare engineers. Samples from in-house inventory were drawn per a sampling plan and evaluated. It was determined that a plastic membrane occluded the majority of the internal opening of the filter. The root cause is believed to be that the position of the mold and the torque applied to the mold during the plastic housing manufacturing were not set properly resulting in a remnant plastic membrane. It was determined that the part inspection process was not adequate to detect this defect. The affected products were placed on ship hold to contain the defect. All potentially affected parts still in ge healthcare's possession have been reworked and re-inspected per a new test procedure. Ge healthcare has initiated a recall of the potentially defective units under correction/removal number: 2242551-04/29/11-004-r. Device manufacture date is not known as the circuit lot was not recorded by the end user. However, from evaluation it was determined that the filter was manufactured sometime between (B)(4) 2011 and (B)(4) 2011.